Event description:
A malfunction on the pump was reported by the caller, identified as malfunction code 12, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer followed instructions from technical support, who provided information on resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any further issues arise.